Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had been alarming no delivery. The blood glucose value was 214 mg/dl. During troubleshooting, the customer mentioned that she was using expired reservoirs and infusion sets. She stated she would change to a new infusion set and reservoir. While doing the set change, the customer reported that there was a large air bubble in the reservoir. The customer states the insulin pump was not rewound with a reservoir in place and insulin is stored in the refrigerator and sometimes she lets it sit to get to room temperature. She was advised to manually push the air bubbles out with the plunger; the customer was able to prime the air bubble out. The reservoir will not be returned for analysis.